Event description:
It was reported that a vns patient was scheduled for full revision on (B)(6) 2012, due to surgeon reporting the leads were not implanted on the nerve. He noticed something funny on the x-ray. She did not know if x-rays will be sent in for cyberonics to review. The patient had their generator replaced in (B)(6) 2011 and since that time the patient has been experiencing an increase in seizures not sure above or below baseline. The patient's diagnostics were within normal limits and no change in medications were prescribed around this time. The patient went to surgery. When their neck lead electrode area was opened their leads were on the nerve but the patient had a large amount of scar tissue. The surgeon couldn't visibly see anything wrong and the explanted lead was destroyed while being removed so it won't be sent back for analysis. .